Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose is normal and did not require medical treatment. Customer complained that the pump replacement time was too long, which caused the unresponsive button or keypad on the insulin pump.